Event description:
Medtronic received information that this bioprosthetic valve was explanted after an unknown duration due to cuspal tear. Pannus was observed on the explanted valve. The valve was replaced with a mechanical valve. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; slight oval shaped. All leaflets were slightly stiff but flexible except where host tissue and mineralization extended on the inflow and outflow. Abrasions noted on the free margin of the non-coronary cusp appeared to be due to contact with mineralization along the outflow rail. Tears and/or the removal of tissue in the left and right cusps appeared to have occurred during explant. The left right and right non-coronary commissures appeared intact. The non-coronary left commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The suture holding the aortic wall to the stent post appeared intact. Mineralization was visible adjacent to the dehiscence that may have contributed to the separation of tissue. Glistening off- white pannus remained attached to the sewing ring on the inflow, covering the tissue and base stitching, into all inferior coaptive areas and 1 to 2 mm onto all cusps. Visible mineralization was noted within the pannus adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed mineralization in the right cusp, all commissures and along the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. In addition, dehiscence was noted and was possibly related to separation of the layers of aortic wall behind the commissure. Mineralization may have contributed to the separation of tissue. (B)(4).